Event description:
As reported by (B)(6) field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the native aortic annulus a perclose failure occurred resulting in implant of a stent across the access site. There were no thv complications. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).